Event description:
It was reported that during a wrist arthroscopy and upon resection of the tissue, metal shavings inside the blade broke off into the pt's wrist. It was further, reported that the shavings were suctioned out of the pt.

Manufacturer narrative:
Add'l info will be provided once investigation is complete.